Event description:
During procedure (left ear mastoidectomy) staff present heard a loud bang and saw small white smoke come from miscroscope. Scope was immediately unplugged and taken out of room, handed off to charge rn. New scope brought in to finish case. No harm to patient or any staff members. Case proceeded.